Manufacturer narrative:
Investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, the connector broke off the generator and the procedure was cancelled. The physician tripped over the grounding pad cable causing the damage. There were no patient consequences.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. Visual inspection of the returned product confirmed the reported event of a broken connector. The pin was broken off inside the dispersive connector and functional testing was unable to be performed due to the damage. Based on the information provided to abbott and the investigation performed, the cause for the reported damage and subsequent cancellation was due to a broken pin inside the dispersive connector located on the front panel of the generator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.